Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Correction: it was identified that the failure analysis (fa) results for this event were inadvertently submitted on time on 03/23/2025 under MFR# 2955842-2025-10498. The fa results are included below. Field d4 (lot number) has been updated to include the correct/complete lot number. The fenestrated bipolar forceps instrument (lot # k14230727-0231) involved in this complaint was received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.